Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty fuse on the battery interconnect board.

Event description:
Complainant alleged that during biomed testing the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.